Manufacturer narrative:
The actual device has been returned. Reliability engineering evaluated the device and no hole in hose was observed. The reported condition could not be confirmed or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).

Event description:
It was reported that during inspection after sterile cleaning the hand piece device had a "hole in the hose near the pressure release valve." The reporter also stated that "wires were exposed in the hose." The device was not being used in a surgical procedure. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.